Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the lancet holder on her onetouch ultra easy lancing device is broken. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged lancing device issue occurred and the patient's testing frequency is not known. According to the csr's documentation, the patient manages her diabetes with insulin (self adjuster); it is not clear, however, if the patient's insulin regimen is based on her food intake or blood glucose reading. In response to the reported issue, the patient indicated sometime in april (date/time not known), she continued with her usual dose of medication (dosage not known). It is not known if the patient was able to obtain a blood glucose reading prior to discovering the alleged lancing device issue and it is not clear if the patient made any attempts to test her blood glucose by using only the lancet. As a result of the alleged issue, the patient claimed she became nauseas and developed unspecified hyperglycemic symptoms the next day. The patient indicated (at an unspecified date/time) she administered self-treatment; type of treatment, however, is not known. According to the csr¿s documentation, a few days after the reported lancing device issue occurred (date/time unknown), the patient reportedly borrowed a friend's lancing device and was able to test her blood glucose with her own meter; the patient's blood glucose reading is not known. At the time of troubleshooting, the csr noted that the patient was not using the subject lancing device for the first time, it's not clear how long the patient was using the subject lancing device, and there was no misuse of the lfs product. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms of hyperglycemia after the alleged lancing device issue occurred.